Event description:
It was reported that the patient experienced "defective material" with the artificial urinary sphincter. Device explant was requested. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced "defective material" with the artificial urinary sphincter. Device explant was requested. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the artificial urinary sphincter was explanted.

Manufacturer narrative:
Device evaluation: the complaint components were returned and analyzed. The reported allegation of dissatisfaction and defective material that was not confirmed via product analysis, however the balloon was not functionally tested due to unknown specification range. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced "defective material" with the artificial urinary sphincter. Device explant was requested. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the artificial urinary sphincter was explanted.